Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part: 407.640s, lot: l623597, manufacturing site: (B)(4). Supplier: früh verpackungstechnik ag, release to warehouse date: 23.oct.2017, expiry date: 01.oct.2027. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Part: 407.640, lot: l576149, manufacturing site: (B)(4). Release to warehouse date: 06.oct.2017. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to iso-5832-x specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays were provided, and no material was returned for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility telephone is not available for reporting. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on an unknown date, the 4.0mm cannulated screw broke. No consequences to the patient were reported. This report is for one (1) 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event. Updated complaint description. Complainant part is not expected to be returned for manufacturer review/investigation. Report source: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during an unknown surgical procedure on (B)(6) 2018, the 4.0mm cannulated screw broke. There was reportedly no surgical delay. Procedure was completed successfully.